Event description:
It was reported that the patient connector of a uv flash transfer set would not connect properly to a titanium adapter when the transfer set was being changed. The patient connector would spin around and not stop to connect to the titanium adapter. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connecter was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.